Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a blister on his back. The patient's son reported applying a cream to the area and that the patient had removed the device. During a follow up, the patient's son reported that they spoke to the patient's doctor who advised the patient to not wear the device until the irritation had healed. The son reported that the skin irritation was improving.